Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ IV catheter had the needle through the catheter while introducing the catheter. The following information was provided by the initial reporter: "patient undergoing liver biopsy procedure under general anesthesia. In the anesthetic act it is necessary to canalize peripheral access, for which two no.24 insyte catheters are used, but in both it is identified that the tip adheres to the plastic, which means that it does not advance, presents damage and greater pain. During venipuncture. Subsequently, new punctures are attempted but with two insyte no.22 presenting the same failure. Finally, it is channeled with another insyte no.22, without knowing that the patient is difficult to access, it was considered a quality problem with peripheral catheters no.24." Add information: was the 360º turn done before making the punctures? A: yes, 360 rotation was performed. Regarding the following sentence of the report "without knowing that the patient has difficult access, it was considered a quality problem with peripheral catheters no.24." We would like to clarify the following: the deviation was found in a catheter 22 and a catheter 24, correct? Why was it considered that the problem is with catheters 24? A: the deviation was found in two catheters 22 and two catheters 24, which is why two reports were sent in the initial report. By identifying that the tip adheres to the plastic, personnel who constantly manipulate this device had not previously detected similar problems and associate it with quality failure. Attached is a video of one of the detected defects.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1099559, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that the needle had transfixed the catheter. Based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte¿ IV catheter had the needle through the catheter while introducing the catheter. The following information was provided by the initial reporter: "patient undergoing liver biopsy procedure under general anesthesia. In the anesthetic act it is necessary to canalize peripheral access, for which two no.24 insyte catheters are used, but in both it is identified that the tip adheres to the plastic, which means that it does not advance, presents damage and greater pain. During venipuncture. Subsequently, new punctures are attempted but with two insyte no.22 presenting the same failure. Finally, it is channeled with another insyte no.22, without knowing that the patient is difficult to access, it was considered a quality problem with peripheral catheters no.24." Add information: 1. Was the 360º turn done before making the punctures? A: yes, 360 rotation was performed. 2. Regarding the following sentence of the report "without knowing that the patient has difficult access, it was considered a quality problem with peripheral catheters no.24." We would like to clarify the following: the deviation was found in a catheter 22 and a catheter 24, correct? Why was it considered that the problem is with catheters 24? A: the deviation was found in two catheters 22 and two catheters 24, which is why two reports were sent in the initial report. By identifying that the tip adheres to the plastic, personnel who constantly manipulate this device had not previously detected similar problems and associate it with quality failure. Attached is a video of one of the detected defects.